Manufacturer narrative:
Aga medical could not evaluate the amplatzer guidewire involved in this incident since it was not returned to us. During manufacturing, this guidewire underwent a series of inspections to verify the integrity of the guidewire. A review of manufacturing documentation confirmed this guidewire successfully completed these inspections.

Event description:
According to the information received, this case was an attempt to close a very aneurismal, long pfo. After the initial ice imaging and successfully crossing the pfo, the 1.5mm amplatzer guidewire was positioned into the left upper pulmonary vein (lupv). It was clearly evident via fluoroscopy that the guidewire was in optimal position and was confirmed by cine imaging. However, upon exchanging out the multipurpose catheter the scrub technician inadvertently lost the guidewire position. The pfo was re-crossed and the guidewire was attempted to be placed back in the lupv with the 9f amplatzer torqvue delivery system in place. Difficulty was experienced probing the guidewire in the left atrium and resistance was felt when trying to place the guidewire in the lupv. Two attempts were made at placing a 30mm amplatzer cribriform occluder, but the right atrial (ra) disc would not reach the svc rim and the ra disc was very bulbous on both attempts. It was at this time that the patient's blood pressure and heart rate started dropping. Ice imaging at this time showed a pericardial effusion. An emergency pericardial tap was performed and numerous syringes of bloody fluid were removed from the pericardium. The patient was stabilized and blood pressure and heart rate returned to normal. The patient's right coronary artery was stented prior to the pfo closure, so protamine could not be given to help the clotting process at the perforation site. Another attempt to close the pfo was performed and this time with a 35mm amplatzer cribriform occluder. Upon crossing the pfo again and attempting to place the guidewire in the lupv, the guidewire was thought to have perforated the same spot in the left atrial appendage. The patient again became unstable and more syringes of bloody fluid were removed. The patient was then sent to emergency surgery to repair the perforation and close the defect. The patient had an uneventful recovery and was discharged five days later. Additional information has been requested, including imaging of the implant procedure, guidewire and patient information, cath lab report and operative note, but has not yet been received. Should additional information become available, a supplemental report will be filed.